Manufacturer narrative:
On 05-may-2020, mentor became aware that the patient underwent explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 27-may-2020, mentor failure analysis lab received the device for evaluation. Device evaluation summary: during the visual evaluation, the device was observed to be ruptured. Please note that due to insufficient paperwork, the analysis from the product evaluation lab was limited to non-destructive testing. Our observations may differ from the original findings. As part of our quality process, the manufacturing records of this lot 6843284 number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 31-jul-2020, mentor failure analysis lab completed further evaluation of the suspect medical device. Updated device evaluation summary: during the visual evaluation, the device was observed to be ruptured. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot 6843284 number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 23-apr-2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Per the mre, device manufacture date was updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation primary with 480cc textured mentor memorygel breast implant has experienced postoperative right-sided rupture. Rupture was confirmed by MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.